Event description:
Clips repeatedly misfired. Those that did attach to tissue held for only short period of time, then fell off into abdominal cavity and had to be retrieved with a grasping instrument.